Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out-of-range atrial intrinsic amplitude of 0.2mv (milli volts). Occasional far field r wave oversensing was observed on presenting electrogram (egm). This device remains in service and no adverse patient effects were reported.